Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is an estimation.

Event description:
It was reported that the patient experienced a wound infection at the ipg site, starting at an unknown time. As a result, the patient's entire system was explanted on (B)(6) 2019. The physician did not provide antibiotics to treat the patient and they will be re-implanted at a later date.